Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson vision has been submitted.

Event description:
It was reported that preloaded intraocular lens had haptic stuck in the loader. There was no incision enlargement, no vitrectomy or no medical intervention performed. Patient was doing fine. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 9/27/2018. Device returned to manufacturer? Yes. Device evaluation: the product was received. A visual inspection and evaluation using magnification was performed. After the inspection, a haptic detached was observed inside the device. The remains of the lens was received out of the device. The pcb00 product was received in its original package. The haptic was observed stuck in cartridge and the pushrod was observed that overrides the haptic in the cartridge. The plunger and pushrod were observed in advanced position. Residues of viscoelastic material was observed on cartridge. Lens returned in two (2) pieces. No damage was observed in the cartridge. No assembly error and no defect were observed in the preloaded device related to manufacturing process. The condition in which the sample returned is consistent with a product that was handled and prepared for a surgical process. Based on the evaluation, the complaint issue reported was verified, but product deficiency was not determined. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no additional complaint were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.